Event description:
Info received indicates a pt in the ICU at (B)(6) hosp went into cardiac arrest and the caregiver wasn't able to operate the bed because all of the siderail functions were locked out.

Manufacturer narrative:
The tech was unable to determine if the lockout condition affected the pt's condition. The tech removed the siderail pcb plug, cleaned it with contact cleaner, reinstalled it and reset the bed. The tech performed a function test of all of the operations without further failure. The bed was returned to pt use and to date has not reoffended.